Manufacturer narrative:
Medtronic rep tested the sys with demo model, and was able to accurately register and navigate with the sys using touch-n-go and point merge. System is working properly. All info points to movement of the reference frame. No impact on pt outcome reported.

Event description:
Medtronic rep reported inaccuracies with navigation during a cranial procedure. Surgeon discontinued the use of navigation, and continued with the surgery. No impact on pt outcome reported.